Event description:
It was reported that the implantable cardioverter defibrillator was found to be in backup operation. The error code indicated that the backup vvi mode had been caused by emi. It was suspected that the patient was put in the MRI scanner without being put into MRI safe mode. Programming changes were performed. The patient was stable pre, during and post restoration.